Event description:
The event occurred on an unspecified date and involved a plum a+ infusion pump turns on and off resetting the settings. There was no patient harm reported.

Manufacturer narrative:
The customer complaint was ¿malfunction it turns on and off resetting the settings¿ and was investigated as a level 1 pci. The event log and the alarm log are attached to this service request. The entire event log and alarm log were reviewed. There were no relevant alarms found. The pump passed all pci functional testing. As the customer complaint could not be replicated probable cause for the complaint could not be determined.